Event description:
It was reported that during a pre-use check, the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss alarm. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced the pneumatic module assembly which was causing the leak, and performed full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss alarm. It is unknown under which circumstances the occurred. However, there was no patient involvement, and no adverse event reported.